Event description:
Customer reported that a pt had an orthopedic procedure in 2005. Four days later drainage was noted. Antibiotic treatment was initiated. Pt underwent surgical wound debridement three days later. Pt is reported as doing well.